Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported on (B)(6) 2003 that the patient presented with lumbar 5- sacral 1 degenerative disc disease. The patient underwent an alif from l5-s1 with lt cage and bmp through the use of intraoperative fluoroscopy. According to the operative notes, this is a ¿(B)(6) gentleman who has been having chronic low back pain. He underwent an MRI examination which showed evidence of degenerative disk disease at l5-s1. In addition, he underwent lumbar discography which showed degeneration of the l5-s1 disk with some reproduction of pain.¿ during the procedure lt cages 16x23mm were screwed into place and used. The bone morphogenetic protein soaked sponges were then inserted into the cages. Ap and lateral fluoroscopic views were taken obtained and showed good position of the cages on both ap and lateral planes. There were no noted complications. It was reported on (B)(6) 2007 that the patient presented with degenerative disc disease at l2-l3, l3-l4, l4-l5, l5-s1 and previous anterior interbody fusion. The patient underwent a left sided l4-5 transforaminal epidural steroid injection under fluoroscopic guidance. No noted complications. It was reported on (B)(6) 2007 that the patient presented with degenerative disc disease at multiple lumbar levels, herniated nucleus pulpous at l4-5 with nerve root compression and left l3 and l4 radiculopathy. The patient underwent a left sided l3-4 transforaminal epidural steroid injection under fluoroscopic guidance. No noted complications. It was reported on (B)(6) 2007 that the patient presented with degenerative disc disease at l2-l3, l3-l4, l4-l5, l5-s1 and herniation of l4-l5 intervertebral disc. The patient underwent a left l4-l5 transforaminalepidural steroid injection (l4 nerve root) under flu oroscopic guidance. No noted complications. It was reported on (B)(6) 2007 that the patient presented with degenerative disc disease at l4-l5, degenerative disc disease at l5-s1, foraminal stenosis of the lumbarspine, and a previous posterior fusion. The patient underwent a diagnostic right l4-5 and right l5-s1 facet block via injection of right l3, right l4 and right l5 medial branch nerves under fluoroscopic guidance. No noted complications. It was reported on (B)(6) 2008 that the patient presented with chronic pain syndrome, degenerative disc disease at l4-l5 ad at l5-s1, and a previous disc replacement. The patient underwent a right l3, left l3, right l4, left l4, right l5, left l5 medial branch nerve rhizotomy using standard radiofrequency thermocoagulation under fluoroscopic guidance. No noted complications. It was reported on (B)(6) 2008 that the patient presented with degenerative disc disease at l4-l5, degenerative disc disease at l5-s1, foraminal stenosis of the lumbar spine, previous discectomy, and previous lumbar decompression. The patient underwent a right l5-s1 transforaminal epidural steroid injection (l5nerve root) under fluoroscopic guidance. No noted complications. It was reported on (B)(6) 2008 that the patient presented chronic pain syndrome, degenerative disc disease at l3-l4, degenerative disc disease at l4-l5, lumbar region post laminectomy syndrome. The patient underwent a right l4-l5 transforaminal epidural steroid injection (l4 nerve root) under fluoroscope guidance arthrogram and injection of anesthetic and steroid of the and left glenohumeral joint under fluoroscopy. No noted complications. It was reported on (B)(6) 2009 that the patient presented chronic pain syndrome, degenerative disc disease at l3-l4, degenerative disc disease at l4-l5,lumbar region post laminectomy syndrome. The patient underwent a right l4-l5 transforaminal epidural steroid injection (l4 nerve root) and left l4-l5 transforaminal steroid injection (l4 nerve root) under fluoroscope guidance. No noted complications. It was reported on (B)(6) 2009 that the patient presented chronic pain syndrome and opioid dependency. Patient underwent a bilateral l5-s1 transforaminal epidural steroid injection under fluoroscopic guidance. No noted complications. It was reported on (B)(6) 2009 that the patient presented lumbar degenerative disc disease. Patient underwent an injection of the nerve root(s) of right l5 and left l5 with marcain and kenalog under fluoroscopic guidance. No noted complications. It was reported on (B)(6) 2010 that the patient presented withlow back pain with bilateral leg pain due to lumbar degenerative disc disease status post lumbar fusion. Patient underwent a bilateral l5 selective nerve root block with transforaminal epidurals. No noted complications. It was reported on (B)(6) 2010 that the patient presented with lumbar degenerative disc disease. Patient underwent an injection of the nerve root(s) of right l5 and left l5 with marcain and kenalog under fluoroscopic guidance. No noted complications. It was reported on (B)(6) 2010 that the patient presented with lumbar degenerative disc disease. Patient underwent an injection of the nerve root(s) of right l5 and left l5 with marcain and kenalog under fluoroscopic guidance. No noted complications. It was reported on (B)(6) 2011 that the patient presented with lumbar degenerative disc disease. Patient underwent an injection of the nerve root(s) of right l5 and left l5 with marcain and kenalog under fluoroscopic guidance. No noted complications. It was reported on (B)(6) 2011 patient presented with l3-4 left sided far lateral disc herniation and l4-5 spinal stenosis with right sided disc herniation. The patient underwent a far lateral discectomy l3-4 left side and a bilateral l4-l5 interlaminar decompression with right-sided discectomy. There were no noted complications. Reportedly, the patient had bone overgrowth, pain, swelling at the implant, pseudoarthrosis, repeated hospitalizations and radiculopathy secondary touse of bmp. Follow ups and other: (B)(6) 2003 patient seen for follow-up post fusion. Patient complains that low back pain has worsened since surgery and he now has tightness down both legs. A repeat ap and lateral view of the lumbar spine shows cage placement has not subsided any further than last visit and that the alignment of the cages is good. Treatment plan is to continue to monitor. On (B)(6) 2007, patient was seen for follow-up for pain. Patient has a l4-5 disc extrusion; l4 radiculitis. Due to this according to the dictated notes of the physician treatment plan was a recommended esi. On (B)(6) 2007- patient is seen for chronic back pain. Patient has axial back pain along the as well as l4 and l5 radicular pain. According to the dictated notes, patient was assessed and based to have a previous interbody fusion l5-s1, axial back pain, and facet syndrome. Treatment plan is for medial branch blocks at l3, 4, and 5. On (B)(6) 2008, patient was seen for follow-up with chronic back pain. Patient has axial back pain along the as well as l4 and l5 radicular pain. According to the dictated notes, patient was assessed and based to have chronic pain syndrome, and post-laminectomy syndrome. Treatment plan is a change in medication and information on a spinal stimulator for the patient to consider. On (B)(6) 2008, patient was seen for follow-up with chronic back pain. Patient has axial back pain along the lumbosacral junction as well as right l4 and l5 radicular pain. According to the dictated notes, patient was assessed and based to have chronic pain syndrome, post-laminectomy syndrome, and neuropathic pain, right l4 and l5 distribution as well as some component in the l3 distribution. The plan is to continue with the steroid injections. On (B)(6) 2009, patient seen initially by pain physician for pain management. It was reported per dictated notes that the patient has a ¿history of lumbar fusion 2003, but he continues to have significant low back pain and leg pain.¿ according to the assessment by the pain physician the patient has chronic pain syndrome and a failed lumbar surgery syndrome. On (B)(6) 2009, patient seen for follow-up on pain. Due to dictated notes by physician this is thought to be chronic pain secondary to failed backsyndrome; s/p bilateral l5 nerve root blocks (B)(6) 2009. On (B)(6) 2009, patient seen for follow-up. Patient has complaints of low back pain; right and left leg pain, weakness left quadriceps. Patient has a history of esi with temporary relief. MRI results show l3-4 disc herniation. Treatment plan is discussion of surgery. Patient will consider and communicate back with the physician on his wishes. On (B)(6) 2011, patient was seen for follow-up visit with chronic pain. Patient is seen on this visit with complaints of severe, bilateral, right-greater-than-left l5 radiculopathy. Patient stated that he would like to receive a fourth injection before (B)(6) 2011 for severe exacerbation of pain because he knows the maximum allowed injections within a 12 month time is four. Treatment plan, patient is scheduled for fourth injection. On (B)(6) 2011, patient was seen for follow-up visit with chronic pain. Patient is seen on this visit with pain in the left side of the low back that is new and different from his previous pain. It was noted that the patient was recently hospitalized with alcohol detoxification and depression. Patient continues to drink heavily stating that he uses vodka for pain control despite attempts to rehab in the past. Treatment plan for the patient is to discuss with another physician regarding s1 joint injections. The patient has a 12 month history of receiving 4 injections. In addition, the patient was given samples of penn said to apply four times a day to the s1 area as well as ice and heat. On (B)(6) 2011- patient went to the ER with left low back pain. Assessment was that this was an exacerbation of chronic low back pain. Treatment was a limited supply of norco 15mg prescription given to the patient. On (B)(6) 2011, patient returned for follow-up to have a re-check on his back from his discectomy and decompression six weeks ago. Patient has severe back pain; swelling on left side due to far lateral approach. Treatment plan is medication change. On (B)(6) 2011, patient returned for follow-up to have a re-check on his back from his discectomy and decompression six weeks ago. Patient still has residual numbness left leg, mild dysesthesia; moderately severe low back pain, radiating down right leg. Treatment plan is medication counseling and patient instructed with pain management care. On (B)(6) 2011 patient seen in ER with back pain. Assessment was there was an exacerbation of chronic back pain. Treatment shot of toradol im in the ER. On (B)(6) 2011- patient seen in ER with back and hip pain-assessment due to left l3-4 disc herniation; l4-5 disc extrusion. X-rays, scans, other: (B)(6) 2007- MRI lumbar spine w/o contrast conducted for previous lumbar fusion and left sciatica, probably in l4 distribution. Results show a previous anterior fusion of l4 and l5 with grade 1 subluxation. There is disk pathology at l3-4 including a 9mm free fragment which appears to extend upwards into the left lateral recess. There is broad based far lateral left protrusion at l2-3. There is level counting based on sagittal images which appear to show ribs at which is counted at t12, with a partially sacralized l5 with a smaller l5/s1 disc space. Of notes, on the history sheet, the prior level of fusion is marked as l5-s1, and it may be that there are four non rib- bearing levels with a transitional lumbosacral level. On (B)(6) 2007- MRI lumbar spine w/o contrast due to previous lumbar fusion and left sciatica, probable l4 distribution. Results show grade 1 subluxation l4 on l5; broad-based disc protrusion l2-3. On (B)(6) 2010- CT neck w contrast conducted due to neck mass. Results show no evidence of neck mass or enlarged or abnormal morphology cervical lymph nodes. There is degenerative disc disease at c6-7 with mild superior endplate flattening at c7. This could be related to an old trauma or effects of chronic degenerative disc disease. On (B)(6) 2007- spine cervical 2-3 views conducted for upper back pain and left side pain. Results show there are mild to moderate changes of cervical spondylosis at c4-5, c5-6, and c6-7. On (B)(6) 2007- MRI spine w/wo contrast was conducted due to history of lumbar radiculopathy. Results show a rudimentary disc is present at s1-2 raising the possibility of alternate numbering systems. There are postoperative changes at l5-s1. There is multilevel spondylosis, most severe at l4-5, where a broad based disc bulge and facet hypertrophy results in moderately severe left foraminal stenosis. On (B)(6) 2007 - spine lumbosacral 4 views conducted for follow-up fusion and for pain for the past three months in addition to pain in the right leg. Results show four lumbar type vertebral interbodies are present with a fusion at the l4-s1 level. There are some degenerative changes in the interspace at l3-4. On (B)(6) 2009- MRI l-spine ¿ results show central spinal stenosis l4-5; left lateral disc herniation l3-4 with compression of nerve root (B)(6) 2012- MRI evaluation and order for recurrent back and leg symptoms. MRI not conducted due to patient could not go through with conscious sedation. The MRI will have to be re-scheduled with general anesthetic. On (B)(6) 2012 - MRI lumbar spine w/wo contrast was conducted for a history of low back pain and left leg pain. Results show postoperative and spondylitic change with increase in left neural foraminal narrowing and left lateral recess stenosis at l3-4. On (B)(6) 2011- MRI spine w/o contrast conducted due to history of tia and left leg pain x 2 weeks. Results show (B)(6) 2011- MRI lumbar spine w/o contrast conducted for history of tia, left leg pain times x 2 weeks. Results show there is a large central left lateral and far left lateral disc protrusion and extrusion which significantly narrows the left lateral recess and left l3-4 neural foramen. There is a large central and right lateralizing disc protrusion and extrusion at l4-5 which has progressed since the previous examination. There is significant central canal stenosis and moderately severe bilateral neural foraminal narrowing at this level.